Event description:
Dr realize that was no jade's tip while removing the jade from the wire. The jade, 5.0mm x 240mm was inflated and deflated in sfa after the whole procedure dr manage to find the broken tip on the guidewire when removing the whole system. Jade will be return to hk for investigation.